Manufacturer narrative:
Reported event is inconclusive. The device is not being returned and no photographic evidence was provided. Therefore, the reported failure could not be verified. A two-year lot history review could not be performed since a lot number was not provided. A review of the device history review could not be performed since a lot number was not provided. A two-year review of complaint history revealed there has been a total of 35 complaints, regarding 40 devices, for this device family and failure mode. During this same time frame (B)(4) devices have been manufactured and shipped worldwide. Should all the complaint devices have been found confirmed for this reported failure, the rate of failure would be 0.0001. Per the instructions for use, the user is advised the following: examine this device prior to use for damage. Do not use if damage is found. This issue will continue to be monitored through the complaint system to assure patient safety.

Event description:
Conmed japan reported on behalf of the customer that the device, 60-5274-132, stealth 32 lhook lap elec pkg was being used on (B)(6) 2021 during a total laparoscopic hysterectomy procedure and the instrumentation staff was wiping the tip of the electrode and the insulating part of the tip fell peel out. After further assessment it was found, the surgeon checked by camera for the fragments, but he is not sure if all pieces were removed. There was no report of a delay. There was no impact or injury to the patient. It is unknown if there was any medical/surgical intervention required for the patient/user. The current status of the patient and if there was prolonged hospitalization is unknown. This report is being raised on the basis injury of due to possible fragment left in patient.

Event description:
Conmed (B)(4) reported on behalf of the customer that the device, 60-5274-132, stealth 32 lhook lap elec pkg was being used on (B)(6) 2021 during a total laparoscopic hysterectomy procedure and the instrumentation staff was wiping the tip of the electrode and the insulating part of the tip fell peel out. After further assessment it was found, the surgeon checked by camera for the fragments, but he is not sure if all pieces were removed. There was no report of a delay. There was no impact or injury to the patient. It is unknown if there was any medical/surgical intervention required for the patient/user. The current status of the patient and if there was prolonged hospitalization is unknown. This report is being raised on the basis injury of due to possible fragment left in patient.

Manufacturer narrative:
The reported device is being returned to conmed for evaluation. A supplemental and final report will be filed following the completion of the device evaluation and complaint investigation. This issue will continue to be monitored through the complaint system to assure patient safety. Device not yet received.